Manufacturer narrative:
Information contained in this record was previously submitted thru [psr] on [22/apr/2019]. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight was to the specification, deformation, brown particles, and voids. Based on the device analysis the final assessment is that there were no issues found related with the manufacturing process. The event of infection(late-onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection(late onset). Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "right side infection". The device has been explanted.